Event description:
Patient presented with an intracranial bleed, having been on warfarin for atrial fibrillation. Orders were entered for factor 7 and fresh frozen plasma to be prepared and administered "stat" to reverse the state of anticoagulation. Interface dysfunctions and other cpoe associated defects resulted in life threatening delays in giving the treatments to the patient. Any incremental neurological residual due to the delays was difficult to determine in this case.